Event description:
It was reported that, due to infection, 3 hip devices were removed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical group concluded, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.